Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega needle driver instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the mega needle driver instrument had a broken cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.